Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the esophagus during a dilation procedure on (B)(6) 2022. During the procedure, it was noted that the balloon leaked. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a cre pro gi dilatation balloon was used in the esophagus during a dilation procedure on (B)(6) 2022. During the procedure, it was noted that the balloon leaked. The procedure was completed with another cre pro gi dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a0504 captures the reportable event of balloon leaked in the esophagus. Block h10: investigation results the returned cre pro gi dilatation balloon was analyzed and a visual examination found that the balloon and catheter of the device had no damages. Functional analysis was performed and the balloon was inflated without a problem. However, the balloon would not hold pressure due to a pinhole in the distal section of the balloon. Microscopic inspection found the balloon had a pinhole located approximately 16mm from the tip. With all the available information, boston scientific concludes the reported event of balloon leak was confirmed. It is possible that factors encountered during the procedure, such as the interaction with scope or any other surface during the procedure could create friction on the balloon and cause a pinhole. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.